Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their dual lead pacemaker was replaced due to pacemaker induced cardiomyopathy. The patient further noted that with the first device they were able to live a completely normal life that included hiking and other physical activity until it was replaced. The patient stated that with the second device, a cardiac resynchronization therapy (crt) device, their recovery and ability to assume the same level of functioning seemed to have been compromised. The status of the second device is unknown. No further patient complications have been reported as a result of this event.